Manufacturer narrative:
Since the original report was filed, the investigation into the hemolysis has concluded. Data logs were analyzed however, the pump itself was not returned for benchtop investigation. The logs revealed the pump to have come out of proper position but, the positioning issue was resolved. The cause of the hemolysis was not determined since product was not returned.

Event description:
A 59 year old male underwent elective placement of impella for coronary artery bypass grafting (CABG), mitral valve replacement (mvr), and maze procedure to treat atrial fibrillation. The pump was repositioned twice with suction alarms and hemolysis after second repositioning. The pump was weaned and removed. The user facility expressed concerns of hemolysis with low pump flow.

Manufacturer narrative:
The user facility has notified abiomed that the impella 5.5 will be returned for evaluation. As of the date of this report, it has not been received. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿